Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Patient's mother was advised to close out all other applications, disable and re-enable the bluetooth, forget all other bluetooth devices and to do a hard shut off on the smart device every other day. No injury or medical intervention was reported.